Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. Visual inspection of the internal device revealed a physically damaged dc connector. The chassis was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage of the dc power plug. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.